Event description:
During an intracranial coiling of a pericallosal hemorrhage aneurysm a socrates 038 catheter fractured and became displaced/separated while inside of a zebra guide catheter. The physician noted the zebra catheter was kinked but also noted the procedure was completed with a benchmark catheter through the same zebra catheter without incident and there was no injury to the patient. The physician noted tortuous anatomy and an acute turn going from the a1 to the a2 branch. The displaced piece of the socrates 038 catheter was removed from the zebra catheter using aspiration before continuing the procedure using the benchmark.

Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria.

Event description:
During an intracranial coiling of a pericalloasal hemorrhage aneurysm a socrates 038 catheter fractured and became displaced / separated while inside of a zebra guide catheter. The physician noted the zebra catheter was kinked but also noted the procedure was completed with a benchmark catheter through the same zebra catheter without inicident and there was no injury to the patient. The physician noted toruous anatomy and an acute turn going from the a1 to the a2 branch. The displaced piece of the socrates 038 catheter was removed using aspiration before continuing the procedure using the benchmark.